Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from six and a half years to one year in a one-year time period. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The replacement procedure was scheduled. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from six and a half years to one year in a one-year time period. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The replacement procedure was scheduled. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility, so it is no expected to return for analysis.